Event description:
Customer reported the 3rd connector from the right is damaged and appears charred along with the 4th wire of the device. Customer stated she is unsure of the cleaning procedure. A request was made for return product and replacement product was sent.